Event description:
Reportedly, the thumbwheel was at first extremely difficult to turn, then it became very easy to turn. The stent would not deploy. The doctor used three ev3 stents and they deployed just fine. No pt injury or medical intervention.

Manufacturer narrative:
Device not returned.